Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and oversensing of noise. A lead fracture was suspected, and the lead was capped and replaced. During the replacement procedure, a new lead was attempted, but the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.